Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6)) displayed " system error, out of service, revert to manual CPR " error message" was confirmed during the functional testing and based on the review of the archive data. The root cause of the reported complaint was the failed processor board (pca), likely attributed to the failed component as the processor board was replaced in march 2022. However, user mishandling cannot be ruled out since the platform's front enclosure and the battery lock were observed with damage. During visual inspection, unrelated to the reported complaint, the front enclosure was observed cracked, and the battery lock bent. The observed physical damages appeared to be characteristic of user mishandling. The front enclosure and the battery lock need to be replaced to address the observed physical damages. Upon further testing, unrelated to the reported complaint, a sticky clutch plate was observed. This is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate needs to be deburred to remedy the problem. The archive data review indicated system error 132 (internal watchdog timeout), thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, confirming the reported complaint. The processor board needs to be replaced to address the reported complaint. Waiting for service repair approval. Historical complaints were reviewed for service information related to the reported complaint, and there were two similar complaints reported for the autopulse platform with sn (B)(6). (B)(4) was reported on 10/23/2020, and (B)(4) was reported on 03/01/2022, the processor board was replaced to remedy the fault.